Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient cannot even walk and their face was twitching, patient tried to turn it down but it won't go down anymore. Patient stated that on the left side they were at 5 so they turned it down to 4, but then it jumped back up to 4.20, patient could not get it any lower than 4.20 and was getting lower limit screen reached. The patient services specialist (pss) told the patient they did not know why the stimulation jumped from 4.0 to 4.20 , but the pss had a feeling the patient might have been confused. Patient was advised to follow up with the health care professional (hcp) regarding the issue. No further patient complications were reported/ anticipated as a result of this event.